Manufacturer narrative:
B3 - exact date is unknown therefore date provided is best estimate. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a piece of glass cracked and camera was unable to display an image on the monitors. The issue was found at beginning of an unspecified therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had a piece of glass cracked and camera was unable to display an image on the monitors. The issue was found at beginning of an unspecified therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure the user's request of "camera was unable to display an image on the monitors" was confirmed, no image when connecting camera head. However, "piece of glass cracked" was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was a cause traced to component failure, which is expected or random component failure without any design or manufacturing issue; however for the issue of "piece of glass cracked" the probable cause of the complaint was not established, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.